Event description:
Info received indicates the right foot brake caster is not holding properly when the brake pedal is set.

Manufacturer narrative:
The tech isolated the issue to the brake caster and caster support. He replaced the brake caster and caster support to repair the bed.